Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient (bd employee) had a bard PICC placed following surgery several months ago. She was hospitalized this past week after becoming septic and is currently in the hospital. She is waiting confirmation that infection began at the PICC line.